Event description:
It was reported that the user received an alert that the blood glucose run had expired after a freestyle libre 3 plus sensor expired and the user reverted to an alternative insulin therapy despite having additional sensors, after which an agent guided the user to apply and pair a new sensor, perform a fingerstick, and enter 139 mg/dl into the ilet, consistent with a usage issue rather than a device malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.